Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone # is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature probe was not reading accurately and arctic sun device rewarming very slowly. Per review of wo on 03mar2025, device was used on patient and moved to another unit. Per follow up information received via mail on 03mar2025, the device was not here yet. Per follow up information received via mail on 04mar2025, awaiting unit¿s arrival. The issue was not resolved yet. There was no reported patient impact the device was sent with reported fault of not regulating patient temperature.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Machine rewarming above 30 c within 10 minutes as per verification check. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed, labeling/packaging review, and DHR review are not required. Correction: e, f, h. The complete initial reporter phone # is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature probe was not reading accurately and arctic sun device rewarming very slowly. Per review of wo on 03mar2025, device was used on patient and moved to another unit. Per follow up information received via mail on 03mar2025, the device was not here yet. Per follow up information received via mail on 04mar2025, awaiting unit¿s arrival. The issue was not resolved yet. There was no reported patient impact the device was sent with reported fault of not regulating patient temperature.